Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "screen flickering." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a flickering screen was confirmed during product evaluation. This condition was caused by the main display having duplicate images. The display was replaced to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.